Event description:
It was reported that the middle button was sticking, causing that the device runs continually. There was no delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned device noted that the middle pedal has collapsed. Footswitch failed functional testing with "footswitch error" message immediately when footswitch is connected to the test control unit. Also if middle pedal is lifted before being connected to test control unit it will run constantly after middle pedal is allowed to collapse. Reason for collapse is both springs are missing from middle pedal assembly. The complaint investigation has concluded the cause of the failure to be a collapse of the middle pedal due to missing both springs. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.